Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: 510956.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. All components were explanted and will not be returned per hospital policy.